Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The patient also experienced dizziness and multiple episodes of syncope. The patient was then brought into the hospital and an external pacemaker was used. This device was then explanted and replaced. No additional adverse patient effects were reported.